Event description:
It was reported the pt is no longer receiving stimulation in his pain pattern. A sjm rep was unable to resolve the issue with reprogramming as only rib stimulation was obtained. The pt is to consult with the physician regarding surgical intervention being taken to address the issue. F/u identified the pt has also experienced unwanted arm stimulation. Additionally, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.